Event description:
It was reported that during an unknown procedure, there were two devices used. The first device tip broke off, there was no piece in the pt, and the second device would not activate. A third device to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/30/2008. Information anticipated, but unavailable at this time.